Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: it was reported that the patient's left knee was revised due to joint laxity. A 6x9 ps insert was revised to a 6x10 ps insert. No wear or damage was noted intra-operatively for the revised insert. Rep confirmed that no further information will be released by the hospital or surgeon.